Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Crease/folding of implant: not observed creases on the device. Seroma: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture on right side." And "fluid images and radial folds reaching 13 mm in diameter between the capsule and the envelope". This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Photo was received -pending photo analysis , device has not been returned to the manufacturer.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported, "rupture on right side". And "fluid images and radial folds reaching 13 mm in diameter between the capsule and the envelope". This relates to the right side. Device status is unknown.

Event description:
Healthcare professional reported "rupture on right side." And "fluid images and radial folds reaching 13 mm in diameter between the capsule and the envelope". This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/ folding of implant: no creases were observed. Seroma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.